Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, the customer's report was observed during review of a photograph provided by the customer. However, without receipt of the device, component root cause analysis could not be performed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's display showed lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.